Event description:
It was reported to vyaire medical that the avea ventilator had a 'low fraction of inspired oxygen (fio2)' alarm while on a patient. The device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and the unit passed pre checks. The o2 (oxygen) seemed relatively stable and accurate,but the o2 sensor was replaced for good measure. The o2 cell was allowed to warm up before calibration and operational verification procedure was performed. All parameters meet manufacturer specification and the unit operates to manufacturer specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.